Event description:
Reporter states the advantage system produced a result of 700 mg/dl, which is outside the meter reading range of 10-600 mg/dl. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.